Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there were issues with the urine drainage. It was also noted that one of the kidney transplants from the last week had their catheter removed as the patient was leaking the urine around the catheter. The patient would feel the urge to void, and leaked the urine and then the catheter would be manipulated, and a small amount of urine would come out, and about 300 ml was drained out. Also, reported that the caregiver had to milk the catheter tubing to achieve an accurate measurement. The urinary retention was occurring with the catheters in place. Per follow-up information received via email on 03dec2020, it was stated that the same exact urine drainage issues were noticed around the catheter on the same patient for the second time, but with the different (16fr) catheter size. Per follow-up information received via email on 09dec2020, it was stated that the same exact urine drainage issues were noticed in micu with high urine outputs where the catheter was drained slowly and the nurse flushed the catheter and 1200 ml drained immediately. It was also stated that the nurse felt they need to milk the catheter to facilitate the drainage since the vents in the drainage bag (or) urine meter became wet and contributed to a vapor lock in the bag, until the vent dried. The nurse thought that the act of disconnecting the catheter from the drainage device to flush the catheter likely relieved the possible vapor lock, as the patient drained 1200 ml immediately and would not have clots (or) sediment in the urine.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. However, the potential root cause for this failure mode could be user related (example: salt accumulation) /block drainage lumen/ no drainage eye. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that there were issues with the urine drainage. It was also noted that one of the kidney transplants from the last week had their catheter removed as the patient was leaking the urine around the catheter. The patient would feel the urge to void, and leaked the urine and then the catheter would be manipulated, and a small amount of urine would come out, and about 300 ml was drained out. Also, reported that the caregiver had to milk the catheter tubing to achieve an accurate measurement. The urinary retention was occurring with the catheters in place. Per follow-up information received via email on 03dec2020, it was stated that the same exact urine drainage issues were noticed around the catheter on the same patient for the second time, but with the different (16fr) catheter size. Per follow-up information received via email on 09dec2020, it was stated that the same exact urine drainage issues were noticed in micu with high urine outputs where the catheter was drained slowly and the nurse flushed the catheter and 1200 ml drained immediately. It was also stated that the nurse felt they need to milk the catheter to facilitate the drainage since the vents in the drainage bag (or) urine meter became wet and contributed to a vapor lock in the bag, until the vent dried. The nurse thought that the act of disconnecting the catheter from the drainage device to flush the catheter likely relieved the possible vapor lock, as the patient drained 1200 ml immediately and would not have clots (or) sediment in the urine.